Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the cuff was removed and replaced because it was oversized and not working like it should. The device was cycling as expected. No patient complications were reported.